Manufacturer narrative:
Evaluation summary: the pipe for energization and opening/closing, connected to the operation part was disconnected. And the cup part could not be opened / closed. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
To stop bleeding, open the product and connect it to the high frequency device vio300d. (The set value and the endoscope used are being confirmed) hemostasis was going well, but suddenly the power supply became poor. Hs-d2618 was removed from the endoscope, the tip was cleaned, and energization was attempted again, but energization was poor. The use was discontinued, the product was newly opened, and treatment was continued. Unknown serial number the outer bag was discarded and the serial number could not be confirmed. When I checked the history of the most recent shipment, the serial numbers were the following five, so it is expected that one of them is defective. (B)(4). This event occurred at the time of during use. There was no report of patient harm.